Event description:
This right atrial (ra) lead was reported due to patient had pocket erosion. Reportedly, the patient's new implant sticking out and rubbing against the seatbelt. The technical services (ts) advised to visit clinic. There were no additional adverse patient effects reported. This ra lead remains in service.